Manufacturer narrative:
G4: 07may2020. B4: 11may2020. Failure analysis on the returned data acquisition (da) board shows no fault found in testing. Failure investigation could not replicate the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04mar2020 b4: (B)(6)2020. The unit was evaluated by the service technician and the reported problem was not duplicated, but the occurrence log of "check vent: proximal pressure sensor auto-zero failed" alarm was observed the in log. Therefore, the data acquisition (da) board pcba was replaced as a precaution. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04mar2020.

Event description:
While the unit was run at the sales office, the proximal pressure sensor auto-zero failure was displayed and the unit stopped operating. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.